Manufacturer narrative:
Correction: the correct serial number is (B)(6) as previously reported. This MDR was a duplicate. Any further information will be provided with report number 6000034-2025-00764.

Manufacturer narrative:
Correction: the correct initial date of awareness is september 27, 2024; not september 15, 2024 as previously reported. Per the clinic, the patient sustained a head impact to the implant site leading to performance decrement with the device. The patient also experienced pain with device use. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.

Event description:
Per the clinic, open circuits were noted on 6 electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.